Manufacturer narrative:
Broken force sensor error noted in the pump history and critical pump error noted on pump due to moisture damage on the electronic assembly. Unable to confirm insulin pump error alarm and perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No moisture damage on the motor, vibrator, battery tube and keypad assembly during visual inspection. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of failure saving special value for normal mode done to flash. The customer's blood glucose reading was 154 mg/dl. The mother stated that the alarm went off and she cannot access the menus. The customer stated that the customer received the alarm after coming out of the swimming pool. The customer mentioned that the alarm has not stopped. The insulin pump will be returned for analysis.